Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#, catalog # & UDI #), e1(initial reporter), e2, e3, g1(contact person), h6(problem code). The iabp was released to the customer and cleared for clinical service. The customer canceled service on this device.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: a1, d10, e1 (email address). The fse evaluated the cs100 intra- aortic balloon pump (iabp) unit and performed a self-extinguishing preliminary check but did not find error codes. To fix the issue, the fse cleaned the on/off button of the unit and socket receiver pcb behind the screen. The fse let the customer try to run the tester and recommended that if there were any more issues to take a video for further analysis. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported during normal inspection that the cs100 intra- aortic balloon pump (iabp) unit had an unexpected shutdown. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this device. The fse reported that they were able to duplicate the reported event and repair the device. Additional information has been requested regarding the repair of the device. A supplemental report will be submitted upon completion of our investigation.